Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccuracies on (B)(6) 2014. Patient reports that the device read both lower and higher than the fingerstick values. Patient reported the inaccuracy led to medical intervention.